Event description:
It was reported that the procedure was to treat a highly calcified lesion in the mid left anterior descending artery (lad). A xience v 2.5 x 28 mm stent was deployed at 12 atmospheres (atm). Then, a distal dissection was noted. The dissection was covered by implanting a xience v 2.75 x 18 mm stent. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Additionally, dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.